Manufacturer narrative:
It was reported a patient underwent an ablation procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter for which an issue of compromised sterilization was reported. It was reported by physician that the sterilization package was broken and product was dirty as the interior package damaged. They did not use the catheter in/on patient and replaced it with a new one. No patient was reported injured. Device evaluation details: the device evaluation has been completed. The device was inspected, and it was found in normal conditions and the sterilization package was not returned, as such, the analysis was unable to be performed. However, a picture was provided by the customer and it was confirmed the damage on the pouch. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed according with the provided picture, however, this damage cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, in addition, there are several inspection within the manufacture line in order to detect this kind of damage from leaving the facility. The damage observed could be related to the handling of the package during transportation and shipping, however, this cannot be conclusively determined. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
On 6/14/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found ¿the product revealed no physical damage. Sterilization package was not returned with the product. Product looks clean.¿ the returned findings have been assessed as not reportable, however, the event remains reportable per the initial report of sterilization compromised. Manufacturer¿s ref #: (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device with lot number 30107549m, and no internal actions related to the reported complaint condition were identified. Manufacturer¿s ref # (B)(4).

Event description:
It was reported a patient underwent an ablation procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter for which an issue of compromised sterilization was reported. It was reported by physician that the sterilization package was broken and product was dirty as the interior package damaged. They did not use the catheter in/on patient and replaced it with a new one. No patient was reported injured. The issue of sterilization being compromised has been assessed as an MDR reportable malfunction.